Manufacturer narrative:
The date of the surgical intervention is unknown based on the additional information reported regarding the device being partially incorporated, it can be confirmed that there was surgical intervention, but it cannot be confirmed if the device was left in place or explanted. (B)(4). Review of information as reported, review of the device history records and complaint history records associated with lot s11185. (B)(4). Lot s11185 met all qc release criteria. As of 05/06/2016, no other complaints have been reported to lifecell against lot s11185. (B)(4). Lot s11185 was terminally sterilized and met all qc release criteria. While adhesion formation is a complication related to intra-abdominal surgery with or without the use of an acellular dermal matrix, it was reported by the surgeon that the adhesions were attached to the strattice and he suspects that the strattice contributed to the formation of the adhesions. Additional follow up attempts were made to obtain additional patient and procedure specific information but to date, no additional information has been received. Due to the limited information, a relationship between the formation of adhesions and the strattice device could not be determined. If additional information is received, this investigation will be reopened and a follow up report will be submitted. Disposition of the device is unknown.

Event description:
It was reported to lifecell that 2 patients developed post-op adhesions following the implantation of strattice. This report is associated with patient #2. Refer to MDR 1000306051-2016-00023 for patient #1. Limited information was reported. Patient #2 was implanted with strattice on (B)(6) 2013 and developed adhesions. It was also reported that there appeared to be a shrinkage of the strattice (of the scar with the strattice) which caused the first recurrence of the hernia. Clarification was requested from the surgeon but no response has been received to date. No patient or procedure specific information was reported. Lifecell followed up multiple times for additional information. The surgeon provided follow up confirmation that the strattice device was partially incorporated and the adhesions were attached to the strattice. The surgeon reported that he believes that the strattice at least contributed to the formation of the adhesions but did not provide any additional patient or procedure specific information.

Manufacturer narrative:
No additional investigation was performed. While adhesion formation is a complication related to intra-abdominal surgery with or without the use of an acellular dermal matrix and is listed in the instructions for use as a potential adverse event, it was reported by the surgeon that the adhesions were attached to the strattice and he suspects that the strattice contributed to the formation of the adhesions. Additional follow up attempts were made to obtain additional patient and procedure specific information but to date, no additional information has been received. Due to the limited information, a relationship between the hernia recurrence following the implantation of the first strattice device or the formation of adhesions following the implantation of the second strattice device could not be determined. If additional information is received, this investigation will be reopened and a follow up report will be submitted under MDR 1000306051-2016-00023 ((B)(4)). Disposition of the device is unknown.

Event description:
This is a follow up report #1 to clarify the initial information reported. It was initially reported to lifecell that 2 patients developed post-op adhesions following the implantation of strattice. This complaint ((B)(4)) was associated with patient #2 and MDR 1000306051-2016-00023 ((B)(4)) was associated with patient #1. Clarification was received on 05/20/2016 that the initial information reported was inaccurate. The complaint is associated with 1 patient that was implanted with 2 strattice devices. The complaint associated with this report ((B)(4)) was cancelled and combined with (B)(4) (a follow up report for (B)(4) was filed, refer to MDR 1000306051-2016-00023). From the limited information available and the clarification received, it appears as though this patient was implanted with strattice device ((B)(4)) on (B)(6) 2012 for a hernia repair. The hernia recurred (date not reported), potentially caused by the reported "shrinking of the scar with strattice" and the patient was returned to surgery on (B)(6) 2013 and was implanted with strattice device ((B)(4)). Following this procedure, the patient developed adhesions (date not reported). It was reported by the surgeon that the strattice was partially incorporated and he confirmed the adhesions were attached to the strattice and he believes strongly that the strattice at least contributed to the formation of the adhesions. Multiple attempts have been made to clarify this complaint information and obtain basic patient and procedure specific information. To date, no additional information has been received.